Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: a visual examination of the complaint device revealed that the needle of the gauge was at 1atm. A functional test was performed and found that the gauge needle was able to maintain pressure at 10atm for 30 seconds, and no issues were noted; however, after the pressure was released, the gauge needle returned to 1atm. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the syringe had difficulty inflating and deflating the balloon. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Investigation results revealed that the gauge would not return to zero after testing. Therefore this is now a 30-day MDR reportable event.